Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient was sent a new recharger, and the charging issues and error screen were resolved. Serial number was confirmed as (B)(6). The patient reported they were charging every day due to using high settings. The patient had the ins reprogrammed, and the loss of stimulation in certain positions was resolved. There were no reported complications and no further complications were expected.

Manufacturer narrative:
Continuation of d11: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received via manufacturer representative (rep) from a patient. It was reported that controller wouldn't charge, they opened the battery cover (did not remove battery) and closed it and then it charged. Controller was charged to 100% but now it would not charge ins because of the rm03 message. Patient reported to them they had been charging for 30 minutes with excellent quality but the ins charge was still at 0%. Patient had trouble removing battery pack and had to use a knife to get it out. This resolved the message and patient started charging with excellent quality but ins was still in the red. About 30 seconds later, rm03 message appeared. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she got messages on the screen that say call the manufacturer and didn¿t always charge to 100%. The patient reported that she didn¿t feel it until she got to 10v, so she had to charge every day, so she decided to go to 6v and she still had to charge every day. The patient reported that she was at 10v and now at 6v and still seemed to be charging every day. The patient reported that she could feel stimulation when she laid down but didn¿t feel it in the sitting or standing position. No further complications were reported.